Event description:
It was reported that 16 days after the successful recanalization of the left peroneal and anterior tibial arteries with the recanalization catheter, the patient expired. The device performed as intended during the procedure and there was no reported patient injury. The patient recovered and dialysis was subsequently performed without incident. The physician stated that there was no relationship of the recanalization catheter to the patient's death.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.